Event description:
A 3.0 x 18mm cypher stent was introduced into the patient, however, it failed to cross the lesion. Therefore, it was removed from the patient's body and the physician attempted to balloon the lesion. When the physician attempted to re-introduce the stent again, onto the wire, the catheter of the stent broke in two. The stent was not re-introduced in the patient and not used. It was thought that the stent might have kinked during the first attempt to cross the lesion and then broke during the second attempt. There was not patient injury reported.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.